Event description:
During an atrial fibrillation procedure, a portion of the fast-cath introducer detached and remained in the patient. When removing a non-abbott (bostonscientific) faradrive introducer & farawave catheter, and fast cath introducer from the right femoral vein, the fast cath introducer snapped and was left within the body. A vascular surgeon was required to perform a cut down at the femoral vein to attempt to retrieve the separated sheath. This was unsuccessful. The introducer was then retrieved using a snare and removed through the non-abbott (bostonscientific) faradrive introducer. The patient is stable. It is alleged by the physician that the cause was either due to the punctures being two close and the non-abbott (bostonscientific) faradrive introducer squished the fast cath introducer or the introducer was sutured too tightly and snagged upon removal. The physician did not allege an performance issues with the abbott introducer.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. An event of material separation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.